Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Dialysis clinic biomed technician reported discoloration on the distribution board being observed during the heat disinfection of the dialysis machine. The biomed technician indicated that it appeared to have been burned. Additional information was solicited.